Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: results: 213 is based upon functional testing of the returned unused samples; 3221 is based upon no return of the actual sample. H6: conclusion: 67 is based upon functional testing of the returned unused samples; 4315 is based upon no return of the actual sample. The actual sample was not returned for evaluation. Three unused 6f angio-seal vip devices were received for product evaluation. The facility sent the unused samples for investigation purpose. All devices were received in a sealed header bag with all accessories. Visual analysis of device 1 to device 3 revealed that after all device accessory components were removed from the packaging and examined, there were no anomalies with any of the accessory components. The sealed poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. Functional testing was performed on device 1 to 3, and the devices were deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. Per the allegation, the angiography on the common femoral artery (cfa) was not performed which is indicated as the first step in the IFU. IFU states: "assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram." ''For bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' Based on the evaluation performed, the complaint could not be confirmed as the actual devices were not returned and all returned unused devices were able to be deployed as intended. There were no functional or visual anomalies found. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation; an unused sample of the same lot has been received. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the use of the angio-seal device the patient was still bleeding. The user applied angio-seal according to the IFU. After the first click the device could be pulled back, after the second click the tube could not be pushed down. The user waited for 10 seconds and then the anchor was set, and the suture was cut below skin level. The patient was still bleeding. Bleeding was stopped by a femostop. There was no patient harm. Additional information was received on 23nov2020. The procedure being performed was a percutaneous coronary intervention (pci). A 6fr sheath was used. The femostop was used after the procedure to achieve hemostasis.